Event description:
It was reported that a revision surgery was performed due to pain and instability.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
The associated devices were not returned. Our investigation included a review of complaint history which revealed no prior complaints for these lots. A review of the manufacturing records did not reveal any material or manufacturing issues which could contribute to the reported event. Our investigation cannot proceed without the actual product involved. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.